Event description:
A discordant, low enzymatic creatinine (ecrea) result was obtained on an dimension vista 1500 instrument for one patient. The result was not reported to the physician. The customer repeated the sample from this patient on the same instrument and the repeated result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ecrea result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc determined that the cause of the discordant ecrea result was due to user error: sample handling. The tsc determined that there was no indication of weak sample mix or reagent delivery issues based on result monitors and that the customer was spinning sample tubes at 4200 rpm for 7 minutes. The manufactures recommended spin time for sample tubes is 10 minutes. The tsc reminded the customer to follow the recommended sample tube spin time specifications. The instrument is performing within specifications. Further evaluation of the device is not required.